Manufacturer narrative:
Evaluation results: visual findings observed both dust covers underneath the battery slots have been damaged. Rattling sounds can be heard from inside when the unit was shaken due to damaged led pipes. Evaluation of the unit found the unit has power with batteries, but it does not sound when in use with sensor and magnet. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions, and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
On (B)(6) 2020, (B)(4) customer had an alarm that needed to be inspected. The alarm has no sound. Customer has tested it with new batteries and sensor. No nurse call or sensor port damage that he could detect. No moisture or corrosive damage was observed in the battery compartment. Customer contacted us via phone call. No gtin information is available. The date the issue was discovered is unknown and no incident or serious injury was reported.